Event description:
It was reported that it was unable to guide through the guide wire of the ureteral stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error. The actual/suspected device was inspected.

Event description:
It was reported that it was unable to guide through the guidewire of ureteral stent.